Event description:
Boston scientific received information that during a follow up out of range shocking impedances were observed on this right ventricular lead and device, while pacing impedances were within normal range but gradually increasing. Manipulation of the device pocket produced out of range shocking impedances while if the patient was lying down normal shocking impedances were evident. A request for further analysis was made to technical services. Upon review of the information received technical services discussed that the shocking impedances have been out of range since the implant, and possible connection issue was discussed when it comes to the observed clinical events. An invasive procedure was discussed by technical services to assess the device and lead. No adverse patient effects were reported. The right ventricular lead and device remain implanted.

Manufacturer narrative:
Additional information received noted that a revision procedure took place. It was noted the df-1 setscrew was not properly fixed. The setscrew was re-tightened and all measurement appeared normal. No adverse patient effects were reported following the procedure. This device and lead remain implanted.

Manufacturer narrative:
At this time there is no further information. Should additional information become available this investigation will be updated.